Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ngdz0167 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when nurse opened the package, a small bug flew out and a dead one inside the kit was noticed. No visible holes in the kit and the device was not used on a patient.